Event description:
It was reported that the right atrial (ra) lead triggered a warning for high impedance. The sensing is "great" with p waves. The impedance is high and "stable". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Vedr01 implantable pulse generator (ipg) implanted: (B)(6) 2012.